Event description:
Utilizing ultrasound guidance a 21 gauge thin wall puncture needle was used to access the cephalic vein. Using seldinger technique a 5.5 peel-away introducer sheath was advanced without difficulty. The peel-away introducer was removed (note: rn did not measure the guidewire upon removal, as per procedure) and the PICC line was sutured into place. Good blood flow was obtained and PICC line was flushed without resistance. Upon receiving shift change report, five days later, rn was told that from the serious leaking that was being experienced on this patient for the past few days (rue)(right upper extremity), that a wire was hanging out of the site. The wire was obtained and sent to maufacturer for evaluation. Follow up reveals: staff was reminded of policy/procedure following guidewire removal. Also, staff will begin to apply label from guidewire package to patient chart.